Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit froze during the irrigation/aspiration (I/a) mode.. The surgery center completed the procedure using a backup unit. There was no consequence to the patient. No patient injury reported.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). During inspection, the fss was not able to duplicate or confirm the reported issue of the unit freezing up. The fse indicated contact washing of the connector and the connection was checked and tested. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.